Event description:
Event description guidant received information that this ventricular lead was reported to have a loss of capture (loc) and a failuire to sense. The health care professional has inquired to technical servies if this was a bipolar lead and if reprogramming to a unipolar lead would be appropriate. The lead was surgically abandoned and the pacemaker was explanted, both due to patient condition. The pacemaker is included in the insignia failure mode 2 advisory.